Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The four additional proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with five proglide devices using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar ) interventional procedure. Reportedly, "there was no thread after step #2". With all five proglides. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: reportedly, there was no suture present when the needle plunger was removed after deployment (cuff miss) with all five proglide devices. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss could not be tested/ confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.